Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. Assy, manifold, gas delivery system (gds) was taken in for evaluation. The customer returned gds did not contain a data acquisition (da) board or o2 valve solenoid, and visual inspection showed no signs of damage or contamination. The customer returned gds showed no signs of failure after testing.

Event description:
The customer reported that during periodic maintenance, the manufacturer's international service technician reported the unit failed the airflow accuracy test (pvc test 5) at the 0lpm setting. There was no patient involvement during the time of the event.